Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00729 to provide additional information based on the evaluation of the device on september 19, 2017. Omsc investigated the separation between the needle tube and the needle slider of the subject device. There was no abnormality on the bonding condition at the needle fixing part. Omsc performed the reproductive experiment using na-u401sx-4022 owned by omsc, but the detachment of the needle tube could not be reproduced. Therefore the exact cause of the detachment of the needle tube could not be conclusively determined. As a result of the investigation on the returned device and the device history, omsc surmised that the needle tube and the needle slider were separated because the needle tube was subjected to excessive loads. The instruction manual of the device has already warned as follows; warnings: if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 31, 2017. The needle tube was curved. The needle, protruding from the end of the sheath, could not be retracted into the sheath. The needle tube was detached from the needle slider. The manufacturing record was reviewed and found no irregularities on the following items. Appearance of the insertion part , movement of the needle slider, appearance of the coil sheath. Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject devices was used. The doctor heard a noise from the operating side while pushing out the needle. The doctor could not retract the needle into the sheath after conducting the aspiraton, and then withdrew the endoscope including the subject device from the patient. The doctor found that the needle and the sheath had been separated. The procedure was completed. There was no patient injury reported.